Event description:
Patient presented to the clinic with some unexplained syncope. A lead issue was suspected. When the pocket was opened, the lead pulled out easily without unscrewing the setscrews.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.